Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was experiencing a blood glucose in the 400 mg/dl range with positive ketones; the patient denied experiencing any other symptoms. During a review of the pump, the cartridge was found to be completely empty. The reporter confirmed that there was no liquid in the cartridge compartment and there were no signs of leaking in the system. Upon discussion, the reporter agreed that it appeared that the patient placed an empty cartridge into the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to inserting an empty cartridge into the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting indicated the patient likely inserted an empty cartridge into the pump resulting in the high blood glucose and the reporter agreed with this conclusion. No conclusions can be made at this time.